Event description:
It was reported that metal fillings were found in the knee operation field. The metal particles were cleaned out as much as possible. Follow-up with the reporter confirmed the information that some metal fillings may have been retained in the pt. No further pt information was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is excessive force. When excessive force is applied to the tip and the inner tube is rotating, the inner and outer tubes can touch one another and metal shavings can come off the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow up report will be submitted.